Event description:
The reporter stated the surgeon attempted to use a cq2015a collamer aspheric three piece lens. When package was opened, the lens was torn. They stated it was received torn. There was no pt contact.

Manufacturer narrative:
Evaluation: results - lens work order search was performed and no similar complaints